Manufacturer narrative:
The manufacturing device history records (DHR) were reviewed and shows that the product met specification prior to release and shows no other complaints in this lot. A product sample has not been returned therefore, the reported event cannot be confirmed. The root cause of the reported event cannot be determined; however, should additional reportable information become available, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient could not tolerate the intraocular lens (iol) therefore, the iol was removed and an alternate lens was implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the patient reported blurry vision and rings around lights. The intraocular lens (iol) was repositioned however, the date of the iol reposition is unknown. It was indicated that the patient's vision did not improve; therefore, the iol was exchanged with an alternate iol.